Event description:
It was reported that a 41-year-old female patient underwent breast augmentation revision surgery with 500cc mentor memorygel breast implants. Post-operatively, the patient had a breast lift surgery and it was discovered that both implants were ruptured. As a result, the patient underwent removal and replacement with a 650cc mentor memorygel breast implant in the right breast and a 590cc mentor memorygel breast implant in the left breast on (B)(6) 2022. There were no reported patient consequences or procedural delays as a result of the ruptured implants. Refer to manufacturing report number 1645337-2022-10172 for the contralateral event.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 06, 2022, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, a crease was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).